Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels in the 200-300 mg/dl range, on the 3rd day when it was time to change supplies. The customer would change supplies a give a correction bolus with the pump and bg level would normalize. At times, the customer would deliver a manual injection, per instructions from healthcare provider (hcp). As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. At the time of the call, the customer's bg level was 190 mg/dl. A recommendation was made for the customer to discuss elevated bg levels with their hcp.